Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an air bubbles anomaly. Customer's blood glucose at time incident was unknown. The customer stated there is an air bubble in the reservoir. The customer was advised to tap reservoir to get air bubbles to top and manually prime out air bubble with plunger. The customer's recent blood glucose was 146 mg/dl.